Event description:
Caller reported a cartridge alarm 20, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed that the pump had consecutive cartridge alarms, leading to the decision to replace the pump. Customer was acknowledged and understood instructions for returning the problematic pump and using an alternative insulin delivery method, mdi, while awaiting the replacement with updated software. They were also instructed on how to handle the storage and shipping of the old pump.